Event description:
Patient presented to the physician with burning pain at the chest incision site. Physician prescribed pain medication. Patient presented back to the physician with continued burning sensation and pain at the ipg site. Physician prescribed additional pain medication and referred the patient to a dermatologist.